Event description:
It was reported that balloon ruptured occurred. Vascular access was obtained via ipsilateral approach. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0mm x 40mm x 80cm (4f) sterling balloon catheter was advanced for dilatation. However, upon initial inflation at 4 atmospheres, the balloon ruptured. Subsequently, a 4-40 non-bsc balloon catheter was advanced and successfully inflated. Additional dilatation was performed with a 6.0mmx40mmx80cm (4f) sterling balloon catheter. However, upon initial inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a 6mm non-bsc balloon catheter. There were no patient complications nor injuries were reported.